Event description:
It was reported that pump displayed malfunction alarm after water was accidentally dropped on pump while patient was showering. There was no adverse impact to the customer¿s blood glucose level. Customer had not reset pump for this malfunction. Technical support provided caller with instructions on resetting the pump. No additional information provided.